Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm ap proximately one month ago. The vessels were described as non-remarkable. It was reported that the final angiogram revealed a possible type I endoleak or type ii endoleak. The physician believed it may be a type I endoleak and elected to implant an endurant aortic cuff at the level of the renal arteries. The bifurcated stent graft was placed accurately at the renal arteries and the cuff was added to see if additional outward pressure would resolve the endoleak. The endoleak did not change after the aortic cuff was placed and it was described as a late and small endoleak. It was determined to be a type ii endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Patient's condition affected effectiveness of device (type ii endoleak). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).

Event description:
Additional information was received as follows: it was reported that when the patient returned for follow-up there was no endoleak and the sac was shrinking. The physician is satisfied.